Event description:
Placed patient on 20 meq of potassium chloride via secondary set and using guardrail on the IV pump. The med an hour infusion. Within 5 minutes the med was almost completed. Unsure if infused in patient or backflushed in primary tubing. Patient denies chest pain/shortness of breath - placed on tele, charge and md notified.